Event description:
Boston scientific crm received information about a patient who recently passed away within three months of the initial implant with this pacemaker and right ventricular (rv) lead with the automatic capture (ac) feature programmed on. It was asserted that the patient died as a result of an inadequate capture threshold for this patient with the ac feature on. The last validated threshold reported was 1v. It was reported that it suddenly increased to a value of 4.5v, and possibly due to rv lead microdislodgement. The ac output delivered would remain at 3.5v due to the feature design algorithm, and thus would not be adequate for a pacemaker dependent patient. The specific information regarding the patient and model/serial registration of the products is unknown to our company at this time.

Manufacturer narrative:
Not returned. As the products remain implanted, and the patient passed away, they will not be returned for analysis and boston scientific crm cannot confirm the clinical observation. There is no additional information related to this event available, to the company at this time. Attempts to retrieve additional information have been made. No decision has been communicated to boston scientific crm for resolution on this lead/pacemaker condition. If additional information becomes available, the event will be updated as necessary.